Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported seeing a power on reset (por) screen on the patient programmer (pp). The patient reported the pp is working but she is unable to connect to the implant to try it on. The patient stated the implant was not working and she does not feel stimulation. The patient's husband stated when they turn to turn the implant on they get the call your doctor icon with the por message. The patient stated they called the healthcare professional (hcp) office and was asked to call the manufacturer. The patient noted they had a fall. The patient stated that in (B)(6) she got up and passed out and fell. The patient stated that she got the por message two weeks prior to the call. The patient stated she passed out and fell in (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.